Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep was received. When asked the cause of the recharger issues or inability to charge ins was determined, rep stated that it was determined the software issue was a result of the controller not responding to its assigned ins, the controller was disengaged from the ins and recoupled, the issue was resolved. It was noted the software problem and no device found screen had been resolved, the patient had no further issues. It was unknown the serial number of new replacement recharger and it would be returned to manufacturer for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient could not get the recharging device (recharger) to work. It was reported this issue had been going on for a week. It was reported patient met with manufacturer's representative (rep) for issue of not being able to charge. It was reported yesterday they worked with the rep for an hour and a half to get the ins to a point where it started to recharge. It was reported they were not successful and they tried to charge again without the rep present. It was reported that the recharger (insr) battery was at 100% yesterday but when patient tried to use it she got "software problem". The patient took the battery out and reinserted but controller did not come back on. It was reported the battery was showing depleted. Controller had been plugged in for 15-20 minutes and still showed depleted. Rep reported aa batteries worked and allowed controller to turn on; they will charge li battery and try again when it is charged up. It was reported they failed twice to get the ins to charge because they saw a software problem screen with error 243. It was reported they saw this screen last week. It was confirmed to be a "no device found" screen. Troubleshooting occurred and patient reported cycling through several screens. It was reported patient could not get passed passive recharge mode screen. Patient called back and stated they received their replacement wand and has been trying to recharge ins and it has been toggling between the different screens for 1-1.5 hours and still has not connected. Patient stated the ins was now depleted. Patient reported her pain in her back has returned today 12/20, suddenly. Additional information was received from the rep, who reiterated same information. It was reported the rep performed a disable/reenable and they were still only getting passive recharge mode. The values that showed were varied. Rep got about 30 but now showing up to 91. The recharger cord had already been replaced and that was what they were using. The rep was going to get another controller and try that instead, as he does not have another recharger. Rep reported another disable/reenable was successful. It was reported all was good and back to normal charging screen. No further complications were reported/anticipated.